Manufacturer narrative:
The pump received with no button response due to corroded keypad traces. No button error alarm during testing. The pump was tested with a test keypad and no frozen display noted. No blank display during testing. No damage found on the lcd isolation tape noted. Analysis was unable to verify battery out limit alarm due to no button response. The pump was received with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call they had frozen display and button error alarm. The blood glucose at the time of the incident was 240 mg/dl. Mother states the customer is having problems since the day before the call. The pump alarmed button error and had a frozen display. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.